Event description:
The hearing aid (h/a) dispenser reported that the hearing aid user developed a blister in the concha area of the outer ear attributed to wearing the hearing aid. No infection was reported.